Event description:
It was reported that on (B)(6) 2014, a mini vision stent was implanted. Around the same time, omeprazole was started. About a week after, the patient developed a rash and itching all over her body, which was treated with benadryl. On (B)(6) 2015, the patient went to a dermatologist who thought the omeprazole or mini vision stent may be the cause of the rash and itching and the patient was started on loratadine as treatment. Omeprazole was replaced with zantac on (B)(6) 2015 and the rash was about (B)(6) improved, but the patient still reported feeling itchy. Additionally, it was noted that the patient underwent two knee replacements. After each knee replacement, a peri incisional rash developed. After the first knee replacement, the rash lasted a month or two. The rash following the second knee replacement was worse than the first one. A skin patch test is being considered to test for a metal allergy. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated. There was no reported device malfunction and the product was not returned as the stent remains inside the patient anatomy. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.